Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer¿s current blood glucose was 100 mg/dl. The customer treated with food. Customer also reported that they have been getting sensor updating and then gave change sensor. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.